Event description:
It was reported that the surgeon was performing a revision hip on a patient due to a peri-prosthetic fracture. Original exeter stem was removed and revised with another standard length (44#0, 150mm).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital disposed the device.